Event description:
It was reported that this patient presented for a follow-up appointment after hearing beeping tones from this cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation, a code 1003, indicative of battery voltage too low for the projected remaining capacity, was discovered. The device data was forwarded to boston scientific technical services (ts) and it was confirmed that the battery was depleting prematurely. Ts recommended performing device replacement or repeat data analysis within a provided timeframe. At this time, the crt-d remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient presented for a follow-up appointment after hearing beeping tones from this cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation, a code 1003, indicative of battery voltage too low for the projected remaining capacity, was discovered. The device data was forwarded to boston scientific technical services (ts) and is currently pending review. At this time, the crt-d remains implanted and in-service. No adverse patient effects were reported.